Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report.

Event description:
User facility medwatch report (mw5161097) received that states: doctor was inflating a percutaneous transluminal angioplasty (pta) catheter. At this time, the pta catheter was already inserted in the patient's left arm. As he inflated the balloon under fluoroscopy, he immediately recognized that the balloon burst, and the distal end of the catheter was broken off. He removed the catheter that was still intact and used fluoroscopy to guide him in the removal of the detached balloon. All contents of the catheter were quickly removed from inside the patient and was confirmed with fluoroscopy.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.